Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing syncope. The right atrial (ra) lead was intermittently sensing far field r waves (ffrw) on presenting rhythm. The ra lead remains in use. No further patient complications have been reported as a result of this event.